Manufacturer narrative:
The device as returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a disconnected exhalation tube on the ventilator. The tube was replaced to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training, the device stopped ventilating. Complainant indicated that there was no patient involvement in the reported malfunction.